Event description:
On (B)(6) 2025 the patient reported that the ilet device casing had separated at the seam, but the device remained functional and was still delivering insulin. The patient pressed the front and back portions together and planned to tape the device until a replacement arrived. The patient reported no injuries, no bg issues, and no interruption of insulin delivery.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.